Event description:
It was reported that the device had no voice prompts and there was no led's when the device was turned on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control recommended that there was no device repair available and recommended purchasing a replacement defibrillator. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported event could not be determined.